Event description:
On (B)(4) 2013, intuitive surgical received uf/importer report (B)(4) from the FDA with the following complaint description: ¿while doing the procedure, the physician noticed small wires protruding from end of instrument, which were removed from the patient. There was no harm to the patient.¿

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.